Event description:
It was reported that during a lap colectomy procedure, the blue ancillary trocar broke off in the patient. When it broke, they were unable to connect the anvil and the stapler together. They pulled another device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 09/24/2008. Information anticipated, but unavailable at this time.